Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Troubleshooting for insulin flow blocked alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to clear alarm by selecting rewind. The customer received another insulin flow blocked alarm during rewind. The customer was at school and did not have another infusion set for testing. The customer was advised to change entire infusion set system as soon as possible. The product will not be returned for analysis.